Manufacturer narrative:
Product not returned to manufacturer.

Event description:
The dentist reported that abutment screw fractured inside of the implant.

Manufacturer narrative:
The catalog number of the abutment screw was provided. The complaint was confirmed based on x-ray provided by the dentist. The product did not return. The abutment screw was fractured upon review of the x-ray. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The abutment screw fractured three (3) years after restoration. Dentist was able to retrieved the broken screw.